Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without getting a low battery alert. The customer¿s blood glucose level was 12.9 mmol/l at the time of the incident. The customer reported multiple insulin pump errors. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm without warning. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due broken trace at pin 1 on keypad assembly. The motor arm cannot communicate with the main arm found in the insulin pump history due to software error.